Event description:
It was reported that during extraction of anterior xia implants, it was found that l1 screw had broken. The thread of l1 and l2 screws were remained to the patient.

Manufacturer narrative:
Results: no device was returned back for evaluation, so inspection and testing could not be performed to aid in root cause analysis. However, it was stated that the implants had been implanted for almost 4 years before the event and that prior implants had broken, but were not revised or extracted. This suggest that the spine had likely fused, and that additional support was not needed. The devices are only meant to provide support during the fusion process, and cannot be expected to indefinitely withstand the loads that bone can. With fusion achieved, the implants had successfully done what they were intended for. Conclusion: the most likely cause of the reported event is a fatigue fracture due to prolonged implantation in the body.

Event description:
It was reported that during extraction of anterior xia implants, it was found that l1 screw had broken. The thread of l1 and l2 screws were remained to the patient.